Event description:
Patient reported experiencing symptoms of hypoglycemia (acting odd, incoherent), while working. Patient indicated that a coworker tested his blood glucose, using the suspect device, and obtained a result of 35 mg/dl. Six minutes later, patient's blood glucose was reportedly retested, using the suspect device, with a result of 20 mg/dl. Patient was treated with glucose tablets, after which a coworker summoned emergency medical services. Upon their arrival, patient's blood glucose reportedly measured 47 mg/dl, on paramedics' blood glucose monitor. Patient indicated that his blood glucose was immediately retested, using the suspect device, with a result of 112 mg/dl. Patient indicated that no treatment was administered by emergency medical services. Quality control testing had not been performed on the device. Technical support requested the return of the suspect product and replacement product was shipped.